Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that prior to use with 10 unspecified bd pen needle the tear drop labels were missing, thus affecting sterility. The following information was provided by the initial reporter: consumer claims 10 pen needles were found in his new box missing the "tear drop labels".

Event description:
It was reported that prior to use with 10 unspecified bd pen needle the tear drop labels were missing, thus affecting sterility. The following information was provided by the initial reporter: consumer claims 10 pen needles were found in his new box missing the "tear drop labels."

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to unknown batch number, no DHR can be completed.